Event description:
Additional information was received that induction testing was performed where a 1.1 joule shock was administered. The patient did not induce and the shock impedance measured high and out of range at 125 ohms. During the testing a code 1005 was displayed indicating an open circuit occured. Boston scientific technical services (ts) was consulted and discussed the code 1005 results from a high shocking lead impedance of greater than 145 ohms. Ts recommended replacement of the lead and evaluation of the device. At this time the device remains in service and no additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). No additional information is currently available. If additional information becomes available, the event will be updated.

Event description:
Boston scientific received information that during an office visit the nurse noted that the right ventricular (rv) lead shock impedance measurement was high and out of range at 161 ohms. Upon review of the data stored within in the device the nurse noted that the impedance measurement had been out of range at 128 ohms eight months earlier. Boston scientific technical services (ts) was consulted and suggested further testing and troubleshooting. No further information is available at this time and no adverse patient effects were reported.